Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (5000 mcg/ml; 66.56 mcg/day) and morphine intrathecal (5.0 mg/ml; 0.6656 mg/day). The lot numbers, manufacturer/type, and other medication taken at the time of event were not reported. The patient's indication for pump use was intractable spasticity and movement disorders. The pump had been replaced on (B)(6) 2015 and it was discovered that the catheter had kinked. As a result, the patient was not receiving any medication and went through withdrawal on (B)(6) 2015. Per the people at the pain center, the pump was working fine but the hcp indicated that the pump was malfunctioning. Per the consumer, the patient's pump had contained baclofen and morphine since 2008; however, the dose, lot number, brand, or concentration was not known. The drug information reported was read from a telemetry print out from (B)(6) 2015. Any additional information received will be submitted in a follow-up report.

Event description:
The patient presented to the ER (emergency room) on (B)(6) 2015 with increased pain and increased spasticity. The symptoms had come on suddenly. On (B)(6) 2015, the patient had an altered mental status and was flailing his arms and legs. The patient¿s wife stated the symptoms began on (B)(6) 2015. Interrogation of the pump did not reveal any motor stall, no alarms, or any other reason that the pump would not be working properly. The patient was taken to surgery on (B)(6) 2015. Prior to making an incision over the pump, the surgeon aspirated what appeared to be a fluid collection over the pump. The aspirate was thick, cloudy, and brown (chocolate milk) in appearance. The fluid was sent for immediate culture and the preliminary report revealed no organisms according to operating room circulating nurse. The surgeon decided at that time that because of the appearance of the aspirate and the tissue in the area of the pump that he would explant the system. Additionally, the catheter was "twirled" on itself (as if the pump was flipped several times). The patient¿s pump managing physician was consulted about an appropriate oral baclofen dose. The device system was delivering baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (5000 mcg/ml; 66.56 mcg/day) and morphine intrathecal (5.0 mg/ml; 0.6656 mg/day). The lot numbers, manufacturer/type, and other medication taken at the time of event were not reported. The patient's indication for pump use was intractable spasticity and movement disorders. It was reported the catheter had come loose. The pump moved, and came loose where it was attached. The patient originally reported this occurred (B)(6)-2015, however later reported it occurred in (B)(6) 2015. In (B)(6) 2015, the pump was on the right side and one end was jabbing into their stomach when the patient bent. They had to take patient under fluoroscope to find the port. The pump was reported to be out of position. The patient had a pump replacement (B)(6)-2015. The patient reported the hcp did not fasten the pump securely. The diagnostics and actions/interventions were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. This information was previously reported in manufacturing report # 3004209178-2015-21441. Further information regarding this event will now be included in this report

Manufacturer narrative:
Concomitant products: product ID: 8590-1,lot# n429631, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4).